Event description:
After finally being diagnosed with a double inguinal hernia. Surgery was performed in 2006 using a davol, = bard, implant mesh. Size; med. Plug, ref. # 0112960 lot. 43epd191. Approx 6 months after the surgery, I started feeling like the healing wasn't getting better, but giving me complications. Consulted with the surgeon again, and was told it would take up to a year to recover. Problems; were: extreme pain at one area of the implant, by just bending, lifting, raising the left leg to step up, forward, but most of all just by the lightest touch to that one area. At the 1 year mark, could no longer sleep, or lay on the left side. During the night would wake up several times with charlie-horses in the left calf and thigh. Plus other problems, all related to hernia area. The patch with plug was causing nerve damage.